Manufacturer narrative:
Based on the x-ray views that have been provided to st. Jude medical, we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During remote follow-up, episodes of noise were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the lead had externalized conductors. Revision surgery was scheduled. The patient's condition was stable and will continue to be monitored.